Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR - all testing results were normal at implant (impedance in v 565, sensing 15 mv). Upon interrogation by hospital on (B)(6) 2014, the ventricular threshold increased, sensing decreased to 5-7 mv but impedance was steady at 546. Device was reported to have ventricular thresholds at 4.2v @ .6ms. All testing was done in bipolar. The patient was scheduled for a lead reposition on (B)(6) 2015. During that procedure the device was removed and hooked up to analyzer where thresholds were 1.1v @ 0.4ms. Device had blood/fluid in the header. The blood was not dark red so did not appear to be dry. The physician wiped the blood with a towel (he did not use a q-tip to reach inside the header) and reconnected device to the lead. Thresholds through the device was found to be exactly the same as through the analyzer but sensing had decreased slightly from 18 mv to 11 mv. Impedances were normal at 643. Damage to the lead was not noted by the physician and he thought perhaps the increased thresholds were due to the fluid. He decided to keep the lead in the patient in the same position, and closed the patient back up. The patient will return to clinic on (B)(6) where another interrogation will be performed.